Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter- facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.